Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (battery won't hold charge) was confirmed. Upon service investigation the negative lead on high-voltage capacitor c22 on the defibrillator board was broken from the solder pad. This prevented the monitor from passing the detect and treat test. The root cause for the broken negative lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that his monitor would not power on properly when either battery was inserted. The pt was issued a replacement monitor.